Event description:
St jude ICD model cd2231-40q was malfunctioning and discovered by medical provider via ICD transmitter. I was scheduled for emergency office visit with my cardiologist who advised me the defibrillator was pacing me for inappropriate shock(s) and had to be turned off immediately which it was. The leads were suspected to be frayed or broken and would be replaced at (B)(6) on (B)(6) 2021. The device generator and leads were removed on that date and the leads were found to be fused together and encased in calcium along with calcium deposits residing in the muscle pocket that contained the device and leads. Experienced cardiologist in device removal indicated that she had never witnessed leads in this condition. I asked to have the device and leads for forensic examination by a third party but was told that the device and leads would be sent to abbott lab. This device inappropriately shocked me in (B)(6) 2019 and was interrogated at local hospital ed. I was told by the person who interrogated the ICD that it decided to shock me as artificial intelligence may do, and I was found not to be in a life-threatening situation at the time the device shocked me. I also had severe pain in my left shoulder since 2014 and the fused leads were found to be lodged in my left shoulder, and I suspect was cause for pain. I am free of pain in my left shoulder since the leads were removed and replaced. I have documented medical difficulties with consistent with what I have read about st jude ICD defects and suspect that the leads may have started to cause problems several years after the ICD was implanted on (B)(6) 2021 including reduced ejection fraction since 2019. Thank you, (B)(6). I just read that this make and model was responsible for at least 1 patient death plus numerous complaint's and lawsuits. I never received any notification for the 2 FDA class 1 recall notices for my make and model listed above nor the class 2 FDA recall notice for my st jude merlin transmitter that was also a make and model that was the subject to the recall notice. FDA safety report ID# (B)(4).